Event description:
It was reported that pump declared cartridge change error that prevented customer from successfully loading cartridge and resuming insulin. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, discarded damaged cartridge, cleaned pump, and attempted loading new cartridge; after technical support assisted with filling and loading a second new cartridge using proper technique, customer successfully completed load process and resumed insulin, and error did not recur.